Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was used during a rarp procedure on (B)(6) 2026 when it was reported, ¿during the procedure, the gas cylinder became empty and the valve cock was turned to switch to another cylinder. However, the cylinder level displayed on the airseal main unit did not change, resulting in loss of insufflation. Since the unit has been in use for less than one year since delivery, an inspection is requested. At the time of the event, instruments had already been inserted, but the specific forceps used are unknown. There was no impact on the patient, and the insufflation pause lasted approximately one and a half minutes.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without a reported delay. Further assessment found that there was a complete loss of penumo that happened rapidly. All instruments were removed from the patient without problem. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was used during a rarp procedure on (B)(6) 2026 when it was reported, ¿during the procedure, the gas cylinder became empty and the valve cock was turned to switch to another cylinder. However, the cylinder level displayed on the airseal main unit did not change, resulting in loss of insufflation. Since the unit has been in use for less than one year since delivery, an inspection is requested. At the time of the event, instruments had already been inserted, but the specific forceps used are unknown. There was no impact on the patient, and the insufflation pause lasted approximately one and a half minutes.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without a reported delay. Further assessment found that there was a complete loss of penumo that happened rapidly. All instruments were removed from the patient without problem. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of 140 complaints, regarding 140 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that < 5 bar/73 psi; if insufflation is started, the warning message ¿change gas bottle!¿ is displayed and acoustic signals (beeps) are emitted. The gas bottle should be changed immediately. If insufflation is stopped, the warning message ¿change gas bottle!¿ is displayed and insufflation cannot be restarted. Smoke evacuation level will switch to low until tank is replaced. While in airseal mode, a countdown of 100 s is displayed during which the empty gas bottle can be changed while maintaining abdominal pressure. We will continue to monitor per regulatory requirements to help ensure patient safety.